Event description:
It was reported that the insulin pump alarmed an error during the rewind procedure as insulin came out; then the device gave a message that stated, "all settings reset." The customer stated that she rewound the device and received the alarm again. The blood glucose reading was 300 mg/dl, which was treated for with a manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a broken reservoir tube lip, a cracked belt clip slot, cracked reservoir tube, and minor scratches on the display window.